Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged and that the battery cap would not properly secure to the pump, resulting in intermittent power to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the black box showed unexplained power on reset events had occurred. The battery compartment was cracked above and below the bumper pad with no moisture. The returned battery cap threads were stripped, and was unable to maintain an electrical connection. The power complaint was duplicated. A test battery cap fit to maintain an electrical connection. A test battery cap was used to successfully complete 24 hour testing. No power on reset events were duplicated during investigation. The pump cover was removed to find no evidence of moisture or damage to the power circuit.